Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched lcd window and missing end cap sticker.

Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis, with a blood glucose of 1283 mg/dl. The customer stated that she thought she was having a heart attack. The hospital staff felt that the insulin pump was not working. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap noted. The insulin pump passed the prime and high pressure tests. Reviewed the alarm history, and found multiple motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.